Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips were placed on the cystic artery. The surgeon looked away to work on the other structures and saw blood pumping from the artery. The case was completed with another device. No patient consequence. The device was discarded.